Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual inspection by the physician noted no fracture was detected. Explant method: intravascular, superior technique/tools: sheath(s), no complications.